Event description:
While placing (B)(6) preemie on mom's chest for skin to skin, small amount of blood noted on baby's left hand. White PICC catheter noted to still be in baby's arm, but did not have heart shaped hub connected to IV fluids. Catheter broke off from heart shaped hub. Catheter was removed with no incident and peripheral IV started.